Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
The patient experienced a ventricular fibrillation episode and the initial therapy delivered by the device was not effective. A loss of sensing was also noted. After a few seconds, the therapy was successful. The device was approaching normal eri, so it was explanted and replaced. The replacement device was programmed to treat the patient's ventricular fibrillation effectively. The patient is in stable condition.